Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (6 mg/ml at 4.2154 mg/day) via an implanted pump. It was reported that the patient had a pump replacement for eri (elective replacement indicator), and during the procedure, the pump and pump segment of the catheter were replaced. A prime was done, and the settings were not changed from the previous pump. The patient was admitted to the hospital post-op and was complaining of having lower back and leg pain/increased pain. There were no environmental, external, or patient factors that may have led or contributed to the issue. The managing hcp and surgeon suggested giving the patient a bolus; a bolus was given on (B)(6) 2024; and there was no change seen with the pain. The patient was taken to surgery on (B)(6) 2024. During the procedure, the catheter was replaced. The old catheter was tied off and abandoned. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(4) 2019 product type catheter product ID 8784 serial# (B)(6) implanted: (B)(4) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 13-nov-2020, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(6), ubd: 02-aug-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.